Event description:
It was reported that since several past years, chronic atrial lead exhibited noise. No other electrical anomaly was noted. Lead was explanted and replaced during device upgrade procedure. Patient¿s condition was stable. The noise was previously reported in MFR report number 2017865-2015-03053.

Manufacturer narrative:
External insulation abrasion breaching the outer insulation exposing the outer coil was noted at 12.1cm to 12.6cm from the connector pin consistent with lead friction to the device can. This is consistent with the observation from the field of noise. (B)(6) 2017.